Event description:
It was reported that the 25 g x 1 in. Eclipse needle smartslip experienced leakage. The following information was provided by the initial reporter: the needle was bent unable to use after going through the rubber stopper of a vaccine vial. The second needle leaks at the hub of the needle. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012009. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, pictures of the affected sample were returned for evaluation by our quality engineer team. However, through examination of the pictures, no quality defects could be identified. Based on the investigation results, an exact cause could not be determined for this incident. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 25 g x 1 in. Eclipse needle smartslip experienced leakage. The following information was provided by the initial reporter: the needle was bent unable to use after going through the rubber stopper of a vaccine vial. The second needle leaks at the hub of the needle. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.